Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. No changes or intervention was performed, and the patient will continue to be monitored. There were no patient consequences.